Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that abd pyxis¿ es generic server device did not communicate with multiple users, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e3 occupation and g2 report source. Upon investigation of the actual device used in this incident, it was determined that there was no communication between cerner and logistics, which affected multiple users across multiple campuses and patients. The technical support specialist accessed the server and noted that the database needed to be started before the carefusion coordination engine service. The tss changed the carefusion coordination engine services startup type from "automatic" to "automatic (delayed start) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es generic server device did not communicate with multiple users, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.